Event description:
Allegedly per (B)(6), the patient was revised due to dislocation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This event occurred in the (B)(6).